Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure a bone drill tip detached within the patient's spine. The tip was eventually encapsulated and was not protruding or causing patient discomfort. The foreign body is still within the patient's spine, there are no plans to explant the foreign body. "Nothe" account alleges that during a procedure a bone drill tip detached within the patient's spine. The tip was eventually encapsulated and was not protruding or causing patient discomfort. The foreign body is still within the patient's spine, there are no plans to explant the foreign body. No chance of migration, or injury. Patient doing well and physician I snot interested in intervention. The patient age was taken into consideration.

Manufacturer narrative:
The suspect device has been returned for evaluation. A photograph was also provided by the account. The device was examined visually and microscopically. The complaint is confirmed. Information received from the field indicate that the root cause is attributed to rough handling. The device was struck with a mallet during use, the device was used contrary to IFU. The failure mode was updated to use error. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints for this lot number have been identified.